Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a female patient who had essure (batch no. He011d6) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Batch no: he011d6, production date: 2015-10-28, expiration date: 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain"), device dislocation ("device migration"), genital haemorrhage ("heavy/ abnormal bleeding") and uterine perforation ("perforation of the uterus or other structure") in a female patient who had essure inserted (lot no. He011d6). Additional non-serious events are detailed below. Concurrent conditions were listed as vaginal bleeding, uterine fibroid, bloating and heavy periods. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), genital haemorrhage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), mental disorder ("psychological issues"), fatigue ("fatigue"), migraine ("migraine") and diabetes mellitus inadequate control ("difficulty managing diabetes") and was found to have hormone level abnormal ("hormonal fluctuations causing, interalia"). The patient was treated with surgery (essure removal by hysterectomy right salpingo-oophorectomy, and left partial salpingectomy. And novasure ablation). At the time of the report, the pelvic pain, device dislocation and genital haemorrhage had resolved and the migraine had not resolved. The outcomes for hormone level abnormal and diabetes mellitus inadequate control were unknown. The reporter considered device dislocation, diabetes mellitus inadequate control, fatigue, genital haemorrhage, hormone level abnormal, mental disorder, migraine, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: discrepancy: patient's initials: (B)(6). These have included secondary effects such as fatigue; migraines; and hormonal fluctuations causing, interalia, difficulty managing diabetes. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: not reported. [Ultrasound pelvis] (dates unknown): bulky anteverted uterus containing two or more fibroids, the largest measures 44mm x 33mm x 34mm. It is of mixed echogenicity. No vascularity seen . The other subserosal fibroid measures 20mm x 17mm. The endometrium measures 11.4mm. Both ovaries look normal. No evidence of any cysts or masses. No ot her adnexal pathology or free fluid demonstrated. Kidneys - no hydronephrosis. Note - left and right implants seen. There are several tiny gall stones seen towards the neck of the gall bladder and imaging shows approx. 7 coils left and 1 coil right. [X-ray] on (B)(6) 2017: both fallopian tubes are now completely blocked. Batch no he011d6, production date 2015-10-28, expiration date 2018-10-28. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation, mental disorder, fatigue and migraine. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. Reporter added. Event uterine perforation, mental disorder, fatigue, migraine, diabetes uncontrolled & hormonal imbalance added. Surgery added as non drug treatment for event pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') and device dislocation ('device migration') in a female patient who had essure (batch no. He011d6) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and genital haemorrhage ("heavy/ abnormal bleeding"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Batch no: he011d6, production date: 2015-10-28, and expiration date 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: lawyer added events: device migration, heavy/abnormal bleeding. Essure was removed. The events resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain"), device dislocation ("device migration"), genital haemorrhage ("heavy/abnormal bleeding") and uterine perforation ("perforation of the uterus or other structure") in a female patient who had essure inserted (lot no. He011d6). Additional non-serious events are detailed below. Concurrent conditions were listed as vaginal bleeding, uterine fibroid, bloating and heavy periods. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), genital haemorrhage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), mental disorder ("psychological issues"), fatigue ("fatigue"), migraine ("migraine") and diabetes mellitus inadequate control ("difficulty managing diabetes") and was found to have hormone level abnormal ("hormonal fluctuations causing, interalia"). The patient was treated with surgery (essure removal by hysterectomy right salpingo-oophorectomy, and left partial salpingectomy. And novasure ablation). At the time of the report, the pelvic pain, device dislocation and genital haemorrhage had resolved and the migraine had not resolved. The outcomes for hormone level abnormal and diabetes mellitus inadequate control were unknown. The reporter considered device dislocation, diabetes mellitus inadequate control, fatigue, genital haemorrhage, hormone level abnormal, mental disorder, migraine, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: discrepancy: patient's initials: ajc these have included secondary effects such as fatigue; migraines; and hormonal fluctuations causing, interalia, difficulty managing diabetes. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: not reported. [Ultrasound pelvis] (dates unknown): bulky anteverted uterus containing two or more fibroids, the largest measures 44mm x 33mm x 34mm. It is of mixed echogenicity. No vascularity seen . The other subserosal fibroid measures 20mm x 17mm. The endometrium measures 11.4mm. Both ovaries look normal. No evidence of any cysts or masses. No ot her adnexal pathology or free fluid demonstrated. Kidneys - no hydronephrosis. Note - left and right implants seen. There are several tiny gall stones seen towards the neck of the gall bladder and imaging shows approx. 7 coils left and 1 coil right. [X-ray] on (B)(6) 2017: both fallopian tubes are now completely blocked. Batch no: he011d6. Production date: 2015-10-28. Expiration date: 2018-10-28. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation, mental disorder, fatigue and migraine. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. We011d6) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 10-jun-2020: lot number, and insertion date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.